Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jul-19: information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they had the implant reprogrammed recently and since then they are having vibrations in the right knee and thigh. Patient stated the manufacturer representative (rep) moved everything from the left side to the right side. Patient reported last friday they went to get her hair done and they near went out of her chair because of the vibrating in her leg and they could not stop it. Patient asked how to turn the implant off. Patient reported they are still feeling vibration even when the therapy is off. Patient stated they can't sleep on their back because of the vibration on the right side and have trouble with left rotator cuff. Patient stated the reps have to meet her at assisted living because she has no way to getting to the healthcare provider (hcp) office. Agent reviewed therapy on/off button and patient said they turned the stimulation off. Patient service reviewed device function and recommend patient consult with healthcare provider ofc for next steps. The patient was redirected to their healthcare provider to further address the issue. 2025-aug-25: additional information was received from patient who reported they had recent reprogramming with manufacturer representative (rep) and now they have unexpected strong stimulation when they are laying down. They report this stops immediately when they change positions. (B)(6) 2025: additional information was received from patient who reported the cause of the feeling vibration when stimulation was off was due to previous reprogramming done. They reported they met with local manufacturer representative (rep) and had a discussion with their healthcare provider (hcp). They reported they hope the issue is resolved now as it has been good so far. They reported they do not feel the need for device where it is located (lumbar area) as they have no discomfort or pain there. They stated currently the neck and shoulder to the right probably due to arthritis. They state their pain management controls the problem and at present they have done nerve ablation. They stated it was a huge surprise when this happens and the position change stopped it at once. They reported there being a huge shock and being uncomfortable.